Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room (ER) after feeling light-headed and pre-syncopal at physical therapy. The physical therapy staff had reported the patient's pulse seemed slow according to a pulse oximeter reading. The physician felt the patient may have had bradycardia and wanted to confirm that the device and competitor right ventricular (rv) lead were capturing cardiac tissue appropriately. Boston scientific technical services (ts) was contacted for assistance. There was initial difficulty interrogating the device as the clinician was not familiar with the device, however interrogation was successful after ts guided the clinician through interrogation steps. Ts discussed that the patient's presenting rhythm showed bigeminal premature ventricular contractions (pvc) with retrograde conduction. Review of the device timing algorithms indicated the device functioned appropriately. There were no recorded events near the time of the patient's symptoms and the there were no out-of-range measurements. A field representative checked the device and confirmed normal functioning of the device. There were no electrogram (egm) strips to document bradycardia and there was no evidence of bradycardia while patient was in the ER. The patient stated they felt that physical therapy was intense and felt the physical therapy staff had pushed them hard. The device remains in service. No adverse patient effects were reported.